Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas alleging that on (B)(6) 2017 the patient experienced elevated blood glucose (bg) of 29 mmol/l associated with air bubbles in the cartridge and insulin leaking. The patient reportedly self-treated with insulin via the pump and remained on the pump. During troubleshooting, the reporter noted that the infusion set was not secure to the cartridge at the luer lock. The reporter denied any visible damage to the infusion set or the cartridge. Customer technical support walked the reporter through securing the cartridge to the infusion set per the instructions for use, but the issue reportedly remained unresolved. The reporter noted that the issue had occurred with two sets of supplies. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with leaking and air bubbles due to an alleged cartridge issue.